Event description:
It was reported by remote transmission the left ventricular lead has been disabled due to high impedance. This deactivation is chronic and the lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6), 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later capped with no replacement.